Manufacturer narrative:
The insulin pump was received with blank display with a constant tone due to moisture damage on the electronic assembly. Also, the insulin pump was received with moisture damage on the motor, vibrator, keypad flex tail and battery tube assembly. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to blank display with constant tone. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 107mg/dl at the time of the incident. The customer states the insulin pump was exposed to ocean water when it fell. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.